Event description:
It was reported that there was an alert that indicates this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance. The right ventricular (rv) lead is a non-boston scientific product. Technical services (ts) reviewed the reports and noted that the shock impedance has been ranging from approximately 82 ohms to out of range values. Additionally, the rv lead channel's capture thresholds increased within the last three months. There were also brief noisy signals that appeared on the shock electrogram (egm). Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.